Manufacturer narrative:
(B)(4). Describe event or problem, device lot number, device expiration date, device manufactured date updated (B)(4).

Event description:
It was further reported the stent used was a 6 x 150 x 130 innova.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent restenosis occurred. In (B)(6) 2016 the index procedure was performed. The patient was diagnosed pre-operatively with atherosclerosis of native arteries of extremities with resting pain in the left leg. An ultrasound was performed on the right common femoral artery and found that it was patent. The left superficial femoral artery was 99% stenosed with calcification, plaque, and intimal hyperplasia. This was treated with atherectomy, pre-dilation, and the placement of a 5x100mm innova stent. The stent was post-dilated resulting in 0% residual stenosis. There were no patient complications and the patient was in stable condition. The patient presented in (B)(6) 2017 with the previously implanted innova stent re-occluded. The left superficial femoral artery (sfa) was 99% stenosed, with calcification, plaque and intimal hyperplasia. The left sfa was treated with atherectomy resulting in 90% stenosis, and subsequent balloon dilation resulting in 0% stenosis. Post procedure the stent was clear and patent. The physician stated it was a good result. There was improved perfusion and doppler signal post intervention. The patient was stable post procedure.